Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens implant procedure, the patient experienced blurred vision near and more than two residual refractive error. The intraocular lens was exchanged for another lens model following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event is inconclusive - insufficient information to determine how the reported event occurred. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).